Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: h6 (medical device problem code) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fse was unable to duplicate the reported failure. Fse replaced the top display as a precaution. The fse performed all functional tests and calibrations according to protocol. Unit was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Other contact email: (B)(6). Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump(iabp) had a flickering screen. There was no patient harm or injury reported.